Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, g6 app not alerting for high alert occurred. Data was provided for investigation. The problem was not confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.